Event description:
It is reported that while implanting the stem, the surgeon noticed a fracture on the calcar occurred during the impaction. The surgeon then removed the kinectiv stem, put a cable around the femur and then proceeded to implant a beaded fullcoat stem size 13.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: it is unk if the proper surgical technique was followed when implanting the stem. Mating instrumentation used is also unk. The surgical technique states that "the porous surface is 0.5mm proud in the proximal area. Thus, the implant is 1mm larger than the rasp in both the a/p and m/l dimensions." This implant design is intended to provide greater rotational stability than the rasp. The surgical technique also states that, "if the implant does not advance with each strike of the mallet, stop insertion and remove the component, rasp, ream or burr add'l bone from the areas that are preventing the insertion, and insert the component again." It is possible that the bone quality and/or anatomy of the femur were not appropriate for this size implant. If the pt had very hard cortical bone or a narrow intramedullary canal, the implant may not have been able to advance all the way into the femur. It is likely that the calcar fracture was caused by excessively impacting the stem when attempting to get it fully seated. Based on the info provided, a definitive cause for the size mismatch issue cannot be determined with certainty. Eval: visual inspection did not reveal any surface damage which could have impeded insertion. Device history records indicate all components were manufactured and inspected to spec.